Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while attempting to remove a usb cable from the pump's usb port, the usb port became dislodged from the pump. Subsequently, the pump was unable to be charged. The customer's blood glucose level was 176 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy